Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt. It is unknown if the device will be returned for testing and evaluation.

Event description:
As reported by the physician, a 6f-7f mynxgrip vascular closure device (vcd) would not deploy and there was significant resistance when shuttling down. The device was unable to be used. Therefore, hemostasis was achieved by manual compression with less than thirty (30) minutes. There was no reported patient injury. The device was stored and handled as per the instruction for use. There were no damages noted to the packaging of the device prior to use. The device was prepped as per the IFU. The mynx vcd was used in an interventional peripheral procedure. A retrograde approach was used. The physician was a trained mynx user. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) nor calcium in the vicinity of the puncture site. The user shuttled down completely. There was no unusual force applied when retracting the sheath. The advancer tube was engaged or visible. The patient's hospitalization was not extended as a result of the event. The patient is recovering after the mynx event. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported by the physician, a 6f/7f mynxgrip vascular closure device (vcd) would not deploy and there was significant resistance when shuttling down. There was no reported patient injury. The device was unable to be used. Therefore, hemostasis was achieved by manual compression with less than thirty (30) minutes. The device was stored and handled as per the instruction for use. There were no damages noted to the packaging of the device prior to use. The device was prepped as per the IFU. The mynx vcd was used in an interventional peripheral procedure. A retrograde approach was used. The physician was a trained mynx user. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) nor calcium in the vicinity of the puncture site. The user shuttled down completely. There was no unusual force applied when retracting the sheath. The advancer tube was engaged or visible. The patient's hospitalization was not extended as a result of the event. The patient is recovering after the mynx event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle was engaged from the black handle. The syringe was connected to the device with the stopcock open, and the procedural sheath was observed on the catheter, fully retracted. It was reported that ¿a 6f/7f mynxgrip vascular closure device (vcd) would not deploy and there was significant resistance when shuttling down.¿ however, the advancer tube and sealant were found to have been deployed on the catheter shaft, with the sealant covering the balloon proximal neck as received. It is unknown if the device was manipulated post the procedure. The device was inspected for damages/anomalies that may have contributed to the reported failure. No damages/anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was proximally pulled back and found properly engaged to the proximal tamp lock as received. No resistance or anomalies were observed during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1919703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The returned device performed as intended per the mynxgrip instructions for use (IFU). The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.